Manufacturer narrative:
A cracked reservoir tube lip and cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms even after changing reservoir and infusion set. Customer's blood glucose was 441 mg/dl. Customer declined troubleshooting due to be in school. Insulin pump would be replaced. No further information provided.